Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/5/2024 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please confirm if there is an issue with the applier? =>no.if yes, please create a product complaint and provide the respective reference number(s).=>n/a. - what suture type and size was used? =>currently, unknown.- when the event occurred, was the suture placed near the hinge of the clip? =>yes.- were you able to lock the clip closed on the suture?=>no. If yes, after it closed, was the clip holding securely fixed on the suture? =>n/a.- was the applier checked for damaged (jaws straight and aligned)? =>there is no damage with the applier.- if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>yes. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the product has already arrived at sukagawa and will be shipped. Please check rmao.- please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>the sales rep has already known. The following information was received: -qty to be returned of xc200: 4 => 2 a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown procedure, the doctor used two packs and none of them could lock applier because the tabs did not catch. The remaining 2 packs have not been used due to the possibility of a similar event. Another lot device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. The sales rep received the additional information from the doctor. - what suture type and size was used? The doctors used pds3-0 in duplicate. The sales rep explained to the doctor about proper use of lapraty (per IFU with only vicryl suture). The sales representative did not provide the doctor's title or name h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that (a) cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.